Event description:
Allegedly, the pms department received a document from eprd with 287 cases, 5 with complications (1 periprosthetic fracture, 1 aseptic loosening, 1 other reasons, 2 unknown). This incident is capturing an aseptic loosening.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.